Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated the cgm was displaying 42 mg/dl. They ate based on the cgm value and stated they ate too much which resulted in the patient called an ambulance and going to the hospital. There were no symptoms reported. The patient stated at their bg was checked and it was 302 mg/dl while the cgm was still displaying 42 mg/dl. The patient was provided an IV (contents unknown) and released from the emergency room 5 hours later. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.